Event description:
The customer reported that the jaws of the device would not open prior to use. Another ls1100 was used to complete the procedure. Upon receipt of the device at covidien, a visual inspection revealed that the jaw wire was bare.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt. The description mentions that the jaws of the device would not open prior to use. However, the device was found to have tissue in between the jaws. The device also opens and closes normally.